Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that electrode 2 was displaced distally, causing damage to the distal shaft between electrodes 1 and 2, consistent with a fracture in conductor wire 2, the observed open circuit, an obstruction in the fiber cavity corresponding to optical fiber 2, the observed optical signal loss, and with the reported issue. The log file analysis concluded that the tacticath catheter performed as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode ring resulting in the observed open circuit, optical signal loss, and the reported event remains unknown.

Event description:
This report is to advise of a displaced electrode found in the catheter during analysis.